Manufacturer narrative:
Investigation of the returned optowire deux confirmed that the distal tip of the guidewire was fractured. The distal tip corewire fractured at 1mm from its proximal end. The missing distal corewire fragment that was jailed behind the stent would be of 3.4cm. The radiopaque coil surrounding the tip corewire was detached from its proximal wield position. Review of device history record confirmed that the optowire lot was released per specifications. No deviation and no non-conformity were associated with the optowire lot. Based on the event information provided and inspection of the guidewire, it is estimated that the resistance encountered in the heavily calcified lesion led to the entrapment of the guidewire. The subsequence pull force led to the fracture of the guidewire at the proximal end of the tip section. The investigation did not identify any new risk. The risks associated with the event are disclosed in the optowire deux instructions for use (IFU): optowire should be manipulated only under fluoroscopy. Care should be taken when manipulating a guidewire inside a vessel during device placement and removal. Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur.never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Incidence of similar incidents was reviewed against the optowire deux risk management files. No additional action intended as a result of the incident.

Event description:
Foreing incident: it was difficult to get the guidewire in position, they could not pass with the optowire. The lesion was heavily calcified. During removal of the wire, which was also difficult, the radiopaque tip of the guidewire broke off. There was a complete separation of the fractured corewire. The separated fragment remained in the patient and was jailed behind the stent. Patient was confirmed to be doing well.